Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-56512.

Event description:
It was reported that the customer's insulin pump was prompting insulin suspense, due to a low threshold being reached, though the customer's blood glucose was not low. The customer's sensor gave a reading of 55 mg/dl, while her blood glucose was 128 mg/dl. At the time of reporting, she had a blood glucose of 152 mg/dl, while her sensor read 87 mg/dl. Causes for low readings were discussed. Nothing further reported.